Event description:
On (B)(6) 2012, t2recon operation was performed. When the surgeon tried to use the one shot guide, the 3 wires were not visible to the position which should be essentially visible under x-rays. The wires had not reached the neck. The surgeon did not use the one shot guide and finished the operation without problems.

Manufacturer narrative:
It is not known if the device will be returned for eval. If the device or add'l info becomes available it will br reported on a supplemental report.